Event description:
During an ankle arthroscopy, the upper jaw parted from the instrument and it took 45 minutes to remove the piece from the operative site. It was reported that no patient injury or complications resulted.